Event description:
The facility's clinical information specialist reported to baxter (B)(4) that when using a clearlink y-type blood set with a sigma pump, it had alarmed "air in line / upstream occlusion" and could not be resolved. This occurred during infusion. The user ran blood by gravity as a result. It was identified that the facility was not using a compatible blood administration set. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.